Event description:
Healthcare professional later reported patient's symptoms have resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6, h10.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) was requesting articles on treating delayed swelling-like 2 years after juvéderm® voluma¿ xc, juvéderm® vollure¿ xc, juvéderm® volbella¿ xc. The patient has had swellings in all areas. The hcp injected the patient in the past and the patient did not get any vaccines, but the hcp thought they may have had a non-device related cold sore. The hcp injected lip filler on them 1 month ago with no complications. The hcp treated the patient with hyalenex and did a low dose prednisone and doxy, but they can tell this is going to be ongoing.